Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ok keypad button has been intermittently unresponsive for the past few days. He noted that the ok button only responds when pressed in a certain spot. The pt stated that the ok keypad button does not click when pressed, and does not stick. He stated that the rubber keypad is intact; denied exposing the pump to moisture; and stated that he wears the pump in a case on his waist.